Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "electric leakage on the device" was not confirmed nor duplicated during product evaluation. Baxter quality engineering suggested the power plug might be wet or something might be wrong with the power socket. However, no definitive assignable cause could be provided and this device has been removed from service. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "electric leakage on the device." It is unknown when or in which care area this event occurred. This event may have caused an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92.